Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation on 2/2/2021; evaluation of the unit is in process. Fluid contamination can cause problems with the membrane switch/cpu board interface, however without results of the investigation a root cause cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. The manufacturing and service records for this serial number were reviewed and no anomalies were identified. No patient injury was reported. A follow-up report will be submitted upon completion of the investigation.

Event description:
The user facility reported that the ri-2 was unplugged and the flow rate slowed to 50 ml/min as designed, however when the unit was plugged back in the touch screen became unresponsive and frozen.

Manufacturer narrative:
The rapid infuser, ri-2 involved in the incident was returned to belmont for investigation. We were unable to duplicate the report that the touch screen became frozen and unresponsive. The functionality of both the display and the membrane switch were verified, and the power driver module and all cables in the system were checked for proper connections; the unit performed according to specification. Fluid contamination can cause problems with the membrane switch/cpu board interface, however without the ability to duplicate the reported problem a root cause cannot be established. The operator's manual cautions the user: "immediately wipe any spills from the device." The service and preventive maintenance schedule outlined in the manual also instructs the user to check the unit seals every six months. The manufacturing and service records for this serial number were reviewed and no anomalies were identified. No patient injury was reported. Belmont will continue to monitor and trend similar reports of this nature.